Manufacturer narrative:
Patient information not available for reporting. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was initially implanted with a trochanteric femoral nail advanced (tfna) nail, helical blade, and two (2) distal locking screws on (B)(6) 2017 for repair of a right hip fracture. Patient reported increased pain. Routine post-operative x-ray revealed the helical blade had cut through the femoral head into the acetabulum. Patient was returned to surgery on (B)(6)2017. The original nail and locking screws remain implanted. Surgeon exchanged the helical blade for a tfna screw. Surgery was completed successfully with no delay. Patient reported as stable. Concomitant devices reported: tfna nail (part number unknown, lot number unknown, quantity (B)(6)), locking screw (part number unknown, lot number unknown, quantity (B)(6)). This report is for one (1) tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A device history record review was performed for the subject device lot number h209609. Manufacturing location: elmira. Date of manufacture: 28 october 2016. Expiration date: 30 september 2026. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.